Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 50% to 5% suddenly. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. In addition, the customer reported their blood glucose (bg) level was in the 60s (mg/dl) due to overcorrecting via a bolus on the pump for their last meal. The customer drank juice to address bg level. Reportedly the customer has manual injections as alternate insulin therapy.